Event description:
It was reported that the maxzero needleless connector had flow issues where blood and liquid would back-flow into the gap between the infusion connector and protective sleeve during use. The following information was provided by the initial reporter, translated from chinese to english: "on october 22, medical staff used a transparent needle-free connector and found that liquids such as blood and injections would penetrate into the gap between the blue infusion connector and the transparent protective sleeve, causing the need to rinse many times, and the rinse was not clean. Do not use and inform the supplier of the situation".

Manufacturer narrative:
H6: investigation summary an mz1000 china product was not available for investigation; however the customer confirmed that the complaint sample was from lot 19096810. No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the production records for lot 19096810 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the maxzero needleless connector had flow issues where blood and liquid would back-flow into the gap between the infusion connector and protective sleeve during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "on october 22, medical staff used a transparent needle-free connector and found that liquids such as blood and injections would penetrate into the gap between the blue infusion connector and the transparent protective sleeve, causing the need to rinse many times, and the rinse was not clean. Do not use and inform the supplier of the situation".